Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was explanted post lasik. There was no patient harm and patient issue resolved. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. An iol exchange for a difference equal to or greater than two diopters, indicates the event was most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 23.0 diopter lens was exchanged for an company 20.0 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).